Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed that the device intermittently would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. It was observed that the left side of the on/off button was worn and needed a firm press to activate. The right side of the on/off button was functional.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed that the device intermittently would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.